Event description:
Customer called reporting of a leak from the closed tube samping (cts) unit of a unicel dxc 600i synchron access clinical system on (B)(6) 2011. Customer proceeded to disable the cts unit until it has been serviced.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2011 and found small plastic piece caught in drain tubing. Fse removed clot but closed tube sampling (cts) unit was still not draining well. Roller bearing broke during troubleshooting so fse disabled cts and ordered a new unit for return visit. Fse returned to site on (B)(4) 2011 and replaced the cap piercer unit. Fse performed alignments, primed autogloss and ran dummy tubes and capped samples to verify repairs. (B)(4).